Event description:
Boston scientific received information that during a routine implant procedure, this device was attempted to be implanted. The implanting physician observed body fluid in the right ventricular (rv) port of the device header. Upon further inspection, the rv distal seal plug appeared to be inverted or upside down. The physician elected to revert the seal plug, which resulted in the plug popping out of the header. As a result, this device was not implanted. A second device was successfully implanted. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The rv tip seal plug was observed to be missing, with a rv ring hole in the ring seal plug. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The seal plug appeared to have been adequately adhered to the device header. The seal plug appeared to be torn out of header. No further testing was performed.